Manufacturer narrative:
(B)(4).

Event description:
It was reported "after application and connection to pump did not unwrap at all length. Upper part did not unwrap at 2/3 length of the catheter". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the sample was the supplied 30cc driveline inflation tubing. Upon return, a retention tube was noted on the iabc outer lumen. The teflon sheath was on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormali-ties were noted. The cal key was intact. The cal key was examined; no damage was noted. Additionally, the packaging retention sleeve was noted on the iabc outer lumen upon receipt, which indicates a potential that the iabc was not prepped per the instructions for use (IFU). Further-more, blood was noted on the exterior surfaces of the iabc bladder upon receipt and the packaging retention sleeve was noted b etween the teflon sheath and iabc cath-guard. This indicates that the user potentially attempted to insert the iabc into the patient with the packaging retention sleeve on the iabc outer lumen, which can result in difficulty connecting the sheath hub to the hemost asis cuff and can lead to potential infection to the patient. The instructions for use states (IFU):"1. Connect oneway valve to male luer on short driveline tubing attached to iab. In-sert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The customer photos were reviewed. The photos show the iab catheter and the original packaging label. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was connected to an iabp using a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "upper part did not unwrap" is not confirmed. During the investiga-tion, the iabc fully inflated, and no leaks were detected. The returned iabc bladder was fully in-tact with no abnormalities noted. The returned intra-aortic balloon catheter (iabc) passed func-tional test specifications. Unrelated to the reported complaint, the packaging retention sleeve was noted on the iabc outer lumen upon receipt, which indicates a potential that the iabc was not prepped per the instructions for use (IFU). As a result, an in service has been requested to reiterate the IFU, including the appropriate method for catheter prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "after application and connection to pump did not unwrap at all length. Upper part did not unwrap at 2/3 leght of the catheter". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".